Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip with pcb00 intraocular lens (iol) was deformed. Iol was not used. There was no patient contact. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/25/2018. Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed: lack of lubricant material was observed in the device. The lens was observed stuck at the cartridge tube with the lead haptic exposed out of the cartridge tip. The cartridge tip was observed deformed. The reported issue was verified. However, the condition in which the sample was returned is consistent with a product that was previously handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.